Manufacturer narrative:
The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) sooner than expected. After the interrogation at eri, the clinician tried to interrogate the device and could not get telemetry. The device was later replaced. No patient complications have been reported as a result of this event.